Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number.

Event description:
A dialysis patient in (B)(6) was hospitalized and treated for hemolysis following a dialysis treatment that included a polyflux 17l dialyzer. The dialyzer was discarded and not available for analysis. The cause of the hemolysis is unknown.